Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-mar-2023, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 28-sep-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) the patient experienced a pericardial effusion confirmed via transthoracic echocardiography. Drainage was performed via pericardial puncture. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.